Event description:
It was reported the customer was hospitalized for an unrelated issue. The customer also reported experiencing a high blood glucose 256 mg/dl. The customer also stated they attempted to deliver a bolus and the battery died. The customer stated there was now a blank display on their insulin pump. It was found the insulin pump did not have any physical damage or moisture exposure. The customer also reported the display returned when they inserted a new battery. It was also found that the display would intermittently appear. The customer was advised to monitor the insulin pump while a replacement battery cap was being shipped. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.